Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak the safe lock apd luer lock connector during their pd treatment. The patient reported receiving a supply bag lines are blocked message during dwell 6 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on (B)(6)2021. There were supply bag lines are blocked messages during dwell 6 of 6 of treatment and upon looking around, the patient noticed that the luer lock connector was leaking. The patient stated that the tubing of the luer lock connecter was leaking and confirmed that no fluid got in or near the cycler and had only gotten onto their floor. The patient stated that the baxter bag was not leaking or damaged and confirmed that only the luer lock connector was leaking. The patient stated that the tubing was leaking, but they could not find the hole it was leaking from. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak the safe lock apd luer lock connector during their pd treatment. The patient reported receiving a supply bag lines are blocked message during dwell 6 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on 09/16/2021. There were supply bag lines are blocked messages during dwell 6 of 6 of treatment and upon looking around, the patient noticed that the luer lock connector was leaking. The patient stated that the tubing of the luer lock connecter was leaking and confirmed that no fluid got in or near the cycler and had only gotten onto their floor. The patient stated that the baxter bag was not leaking or damaged and confirmed that only the luer lock connector was leaking. The patient stated that the tubing was leaking, but they could not find the hole it was leaking from. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.